Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error and inverse critical block did not add to zero error alarm confirmed in history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 113 mg/dl. The customer reported that they had hardware low level failure alarm. Customer was able to complete pump rewind. It was reported that they performed self test and received hardware low level failure alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.